Manufacturer narrative:
The serial number was requested, but was not provided. Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient became hypotensive and lost consciousness due to septic shock. It was reported that the cause and source of infection was unknown; however, it was not attributed to the pump pocket or driveline. The blood culture was positive for gram positive cocci. The patient had been febrile prior to device implant. The patient suddenly became hemodynamically unstable. The patient had hypoxic encephalopathy and a massive subarachnoid hemorrhage. The patient's prognosis was poor. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection, sepsis, and subarachnoid hemorrhage could not conclusively be established. Sepsis, bleeding, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records could not be performed as the device serial number was not provided. The manufacturer is closing the file on this event.